Event description:
A surgeon reported that during two cataract procedures, she did not get phacoemulsification power at first, but eventually experienced a burst of power which lead a vitrectomy on one pt. The surgeon feels that the phaco tips may be responsible. This report is for the pt who required a vitrectomy additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).